Event description:
Staph infection from mask. Clean cloth mask worn only for 30-45min in heat (summer) and sweat. Developed staph infection the next day. Kept it clean and covered but got worse due to more masking and heat. Required 2 rounds of different antibiotics for 1 month and left a scar on my cheek. FDA safety report ID # (B)(4).